Manufacturer narrative:
Event summary: the patient data files showed at least eight injections without any issue on the date of the event ((B)(6) 2016) with catheter 2af284/ 33087-21. The cryo balloon catheter was not been returned for investigation. A phrenic nerve injury was encountered during the procedure. No product malfunction reported. In conclusion, this is a clinical issue encountered during the case. Clinical issue (phrenic nerve injury) was encountered during the procedure. The reported issue cannot be confirmed through data analysis.

Event description:
It was reported that during a cryo ablation procedure movement of the diaphragm was weakened during ablation of the right inferior pulmonary vein (ripv). The condition improved and ablation of the right superior pulmonary vein (rspv) was performed and phrenic nerve palsy (pnp) occurred. The procedure was completed with cryo but the diaphragm was only working slightly when the patient left the operating room. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.